Manufacturer narrative:
Concomitant product : 0185 lead, implanted (B)(6) 2004; d224trk ICD, implanted (B)(6) 2011.

Event description:
It was reported that the left ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.